Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit tube had curled while in the patient. The tube was not saved, due to patient having covid. Also noted, they have been experiencing cuff leaks with the for the past year. Cuff pressure has been being monitored and they can hear an air leak. The customer stated ett was noticed on chest x ray to be high. Respiratory therapist attempted to advance tube, it would appear to kink when advanced. Therefore a new ett tube was placed. The balloon and cuff on the original tube was intact however, the tube was found to be soft and in a ¿u¿ shape configuration after it was removed. After new tube was placed bronchoscopy was used to verify correct position. Reintubation was required.